Event description:
The facility representative reported a flogard infusion pump with a broken door latch. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during product evaluation. The assignable cause was wear and tear of door latch assembly. The door latch was replaced to correct the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.